Event description:
It was reported by service report that the cot has a broken/missing retaining post. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.